Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be cause traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00032, 0002648920-2023-00024, 0001822565-2023-00469. Concomitant medical devices: femur cemented posterior stabilized (ps) standard right size 8 catalog#: 42500606402 lot#: 62669182. Tibia cemented 5 degree stemmed right size f catalog#: 42532007502 lot#: 62662052. Palacos r 1x40 single catalog#: 00111214001 lot#: 77564367. Articular surface fixed bearing posterior stabilized (ps) right 16 mm height catalog#:42522400716 lot#: 62520075. All poly patella cemented 35 mm diameter catalog#: 42540000035 lot#: 62536435. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately nine months post-implantation due to loosening. Attempts have been made and no further information has been provided.